Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th january 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2024. Ar-1922p was used to prepare bone socket. The anchor broke during insertion and no fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45.

Manufacturer narrative:
Additional information: the complaint allegation is confirmed. One unpackaged, ar-1927bcf-45, batch: 15300702, was received for investigation. Visual evaluation noted that the anchor was detached and damaged along the threads. Functional testing couldn't be performed due to the damage of the device. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.